Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the shutter error had occurred. The review of the system log file showed there was a collimator and shutter mechanical error. The fse replaced collimator. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the a shutter error had occurred. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.